Event description:
As reported by the user facility: reports the valve broke off the extension set. Customer states, the device broke at the connection point after disconnecting a blood port. There was continuous bleeding, the nurse was not able to stop the bleeding or apply another port to stop the blood. This is the 2nd time this happened. No pt injury. During a follow-up call to the facility, the reporter confirmed that although there was bleeding, there was no harm to the pt and no intervention required as a result of the incident.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident has not yet been returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. There are no other reports of this nature against the reported lot number. If the sample is received or if additional pertinent information becomes available, a follow-up report will be filed.